Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a procedure using a 9f amplatzer talisman delivery sheath. Following the first attempt at positioning the device, its right disc took on a "bulging" form. After unsuccessfully trying to get the right disc its correct shape the device was recaptured and replaced. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, four echo images from field were provided that showed disc of device in bulbous state after deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported device deformation could not be conclusively determined. Per the instructions for use, artmt600154196 revision b the recommended size delivery system for use with a 25-18 mm talisman pfo occluder is an 8f. A 9f sheath was used to deliver the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a procedure using a 9f amplatzer talisman delivery sheath. Following the first attempt at positioning the device, its right disc took on a "bulging" form. After unsuccessfully trying to get the right disc its correct shape the device was recaptured and replaced. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.